Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with a defect found. The investigation revealed the root cause was due to foreign material on strip connector. Additional product codes added. Date received by manufacturer updated to 06/26/2014 to accurately reflect report. An incorrect date; 06/25/2014 was inadvertently reported in the initial report.

Event description:
Consumer complaint of about blood not registering. Based on parkes error grid analysis, the bias between the back to back results (47, 146mg/dl) is located in zone c/d. No adverse event reported.

Event description:
Consumer complaint of about blood not registering. Based on parkes error grid analysis, the bias between the back to back results (47, 146 mg/dl) is located in zone c/d. No adverse event reported.